Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) units batteries did not last. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h4,h6(health effect-clinical code), h10.

Manufacturer narrative:
It was reported that cs300 intra-aortic balloon pump (iabp) batteries had not last for pm. There was no patient involvement, and no adverse event was reported. A getinge field service engineer (fse) evaluated and replaced ((B)(6)) battery, sealed lead acid,12v. The fse completed the pm with full calibration. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.

Event description:
N/a.